Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having unexplained low blood glucose of 40mg/dl and his blood glucose was treated with food, but she did not seek medical treatment. His blood glucose went up to 70mg/dl, and then dropped to 60mg/dl. The customer stated that sixteen minutes later her blood glucose went up again to 74mg/dl. Troubleshooting was performed. Assisted the customer to run the displacement test and passed. The device was not exposed to a high magnetic field. The caller stated that before doing the displacement test, there were 151.0 units left, and after the test it was reading 115.4 units. The customer mentioned that she filled the reservoir with 180.0 units and two hours later went down to 115.4 units. Advised the caller that the insulin pump would be replaced. No further information was provided.